Event description:
It was reported that during a follow up in clinic, right ventricular (rv) myopotential oversensing was noted. Abbott technical support was contacted, the session records were reviewed, and r-wave amplitude variation, high defibrillation impedance, and high pacing impedance were noted on the rv lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicated the device was reprogrammed to resolve the event. The patient was in stable condition.